Event description:
The instrument used for in situ rod manipulation would not actuate. The case was extended approximately 45 minutes in order to use an alternative method of rod bending.

Manufacturer narrative:
An evaluation of the returned instrument revealed one of the two tines of the internal assembly which forms the slot that actuates the sliding shaft had sheared off. The tine became lodged in the inner slot causing the forcep to seize rendering the device useless. Correspondence with the sales rep confirmed the event caused the patient no ill effect.